Event description:
A report was received that a trial patient was admitted to the hospital due to a possible infection at the lead site. The patient later passed away at the hospital. The physician does not have a confirmation on the cause of death, but does not believe that it was device related. The physician stated that the patient was elderly, not in good health, febrile and exhibiting symptoms of nausea and vomiting.